Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2017 the patient underwent a successful procedure to treat the superficial femoral artery (sfa) and was released from the hospital on a regimen of plavix along with several other medications to prevent blood clots as the patient has a history of heart disease and blood clots. Upon returning home the patient's physician did not renew the patient's prescription for plavix. On (B)(6) 2017 the patient returned to the hospital with a total occlusion of the sfa due to thrombus. A 5.0 x 150 mm non-abbott stent graph was implanted into the sfa to treat the thrombus and a 4.0 x 150 mm supera stent implant was successfully deployed inside the previously implanted non-abbott stent graph to keep it from kinking. On (B)(6) 2017 the sfa occluded again due to thrombus and was treated using thrombus aspiration, balloon angioplasty with an unspecified balloon catheter and 2 days of lysis therapy. The physician reported that the patient is doing well. No other information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part number and lot number was not provided. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the supera instructions for use as known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.